Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was 75 mg/dl. The customer was able to clear the alarm. The customer stated that the insulin pump had the same error twice already and the insulin pump restarted randomly. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the pump history due to electronics assemblies moisture damage. During visual found force sensor and motor corroded.